Event description:
It was reported that the incision at the pocket site of the patient was not healing properly. The patient was admitted to the emergency room and was prescribed with an antibiotic. No further information has been obtained. Additional information was received that the patient was doing much better and the incision was healing well. The patient was doing great with the stimulation.

Event description:
It was reported that the incision at the pocket site of the patient was not healing properly. The patient was admitted to the emergency room and was prescribed with an antibiotic. No further information has been obtained.